Event description:
It was reported that the patient with a deep brain stimulation (dbs) system presented with erosion at the site of the implantable pulse generator (ipg), characterized by an open wound, discharge, and localized pain. The patient underwent a revision procedure where the ipg was replaced. Postoperatively, the patient recovered well. The explanted ipg was retained by the hospital and not returned.